Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings were damaged on the attachment device. It was further determined that the bearing balls were missing and the bearing was rusted. It was further determined that the device failed pretest for cutter insertion and temperature. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Further evaluation determined that the bearing of the attachment device was failing, worn out and loose. The device was disassembled upon receipt; hence, the pre-repair diagnostic assessment could not be performed. It was determined that the issue with worn out bearings was consistent with normal wear from use and servicing over time. Results and conclusion have been updated to reflect this information. If additional information should become available, a supplemental medwatch report will be submitted accordingly.